Event description:
It was reported a spectrum pump wireless battery module had water damage. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported water damage. During a physical evaluation of the device, fluid intrusion was found on the wireless battery module flex assembly. The device was tested with a known good wireless battery module flex assembly and tested with a passing result. The failed wireless battery module flex assembly was replaced.